Event description:
It was reported that there were impedance issues, starting with one contact and expanding to other contacts over time. No abnormalities reported. Impedance testing was done. Interventions included programming another contact. The issue was not resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400040m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025. Brand name sensight; product ID b3400040 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.